Manufacturer narrative:
No patient information to date after calls to customer 04/30/21, 05/03/21, and 05/06/21. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The top control panel was replaced to resolve the issue.

Event description:
The hospital reported an error that could result in an inability to switch ventilation modes as expected. There was no report of patient injury.